Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that while the patient was sleeping, her infusion set's tubing detached at the tubing connector and when she woke up, it was off her body. The site location was on her abdomen and the pump was in her bra, while sleeping. The infusion had been used for three days. Reportedly, the infusions were stored in storage room in her kitchen. She was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.